Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's husband stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 9:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At 10:00 a.m., a sample from the patient was tested in the laboratory using a reagent manufactured by siemens, resulting with a value of 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in good condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week, but this depends on the value received. The patient is not anemic and does not have antiphospholipid antibodies/lupus. The patient does not use heparin or a direct thrombin inhibitor. The patient has not had changes in diet or medication. The patient has had no bleeding or bruising which required medical treatment. The patient was sent replacement product. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter and quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0 %. The customer mentioned they may not have applied the blood sample within fifteen seconds of pricking their finger. Any blood applied after 15 seconds has begun the clotting process and can affect test results.